Manufacturer narrative:
Information was received that the device was not in use on a patient at the time of the reported issue. The authorized service provider (asp) indicated that the requested device diagnostic report (drpt) was not provided by the customer. The asp also provided that the customer refused to pay for service. Due to the customers¿ refusal of service, no further work was performed by philips to resolve the issue. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an autozero failed issue. It is unknown if the device was in use at the time of the reported problem. No patient or user harm was reported. The authorized service provider (asp) stated in a good faith effort (gfe) response that the autozero issue was causing the device to not display the air leak value. This investigation is ongoing.